Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. 100 production lot in-house retention samples were inspected with 0 visible defects. A draw test was performed at the manufacturing site on 10 retention samples. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg, there was underfill of an unspecified number of tubes across five departments. No patient impact reported. The following information was provided by the initial reporter: "filling level of vacuum is lower than the 2ml required (and marked), which has meant that some sample tests have been rejected since the instrument needs samples from 2ml to 4ml. To resolve the issue, the customer has been acquisitioning samples with syringe and vacutainer, however it means a waste of costs due to extra materials use."

Event description:
It was reported that while using bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg, there was underfill of an unspecified number of tubes across five departments. No patient impact reported. The following information was provided by the initial reporter: "filling level of vacuum is lower than the 2ml required (and marked), which has meant that some sample tests have been rejected since the instrument needs samples from 2ml to 4ml. To resolve the issue, the customer has been acquisitioning samples with syringe and vacutainer, however it means a waste of costs due to extra materials use."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.